Event description:
It was reported that the patient was inappropriately shocked by emergency medical services (ems), who believed the patient was experiencing ventricular tachycardia (vt). It was discovered the patient's pacemaker was exhibiting pacemaker-mediated tachycardia (pmt). The patient was stable.